Event description:
Per the clinic, the patient developed an abscess around the implant site. The abscess was treated by draining and packing with gauze on (B)(6) 2012. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with another device as of the date of this report, (B)(6) 2012.

Manufacturer narrative:
(B)(4). Implanted device remains.